Event description:
It was reported that the customer experienced some blood inside his transmitter. The customer's blood glucose was 400 mg/dl. The customer was unaware of how the issue occurred. Troubleshooting was done. Advised that the transmitter was functioning correctly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.